Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 12/02/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The medical records indicate the patient was experiencing pain with weightbearing and slightly increased sensitivity to nickel. The patient's tibial component and patella are being added to the complaint and reported. The complaint was updated on: 12/16/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical der states patient was revised to address femoral loosening at the cement/implant interface. Depuy cement was used.

Manufacturer narrative:
No device associated with this report was received for examination. The received medical records were reviewed by a depuy medical professional. From a medical perspective, based on the information available in the received medical records, it is not possible to determine if the complaint is product related. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.